Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent dislodgement occurred. The physician was treating a 90% stenosed lesion located in the calcified, severely tortuous distal rca (rca coronary artery) with a 3.00x20mm liberte stent. As the liberte stent delivery system (sds) was being advanced to the lesion, the physician noticed the stent was not located on the sds. The stent was found attached to the stent protector. The stent never entered the pt. The procedure was completed with a different device. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
(B)(4).